Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for low blood glucose levels and seizures on two occasions. The blood glucose levels were not reported. The customer stated she was treated with glucagon injections. Nothing further was reported.